Manufacturer narrative:
(B)(4). Date sent: 12/17/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information was requested and the following was obtained: 1. How much blood was lost (ml)? No bleeding related to this malfunction was observed. Did the patient require a transfusion? No. How was the bleeding addressed? No bleeding related to this malfunction was observed.

Manufacturer narrative:
(B)(4). B3: unknown; captured as awareness date. Date sent 11/10/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. How much blood was lost (ml)? 2. Did the patient require a transfusion? 3. How was the bleeding addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unknown procedure, the staples could be deployed, but they were malformed. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.